Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose (bg) level was displayed as high. Customer attempted to change the cartridge to address the issue. The customer reloaded the cartridge to resolve the issue.